Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Unused devices (19) were returned from the same lot. These devices were visually and functionally tested, and no abnormalities were noted. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to the circumstance of the procedure. In this case, it is possible, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported issues or the device was not inserted correctly or at the correct angle. If the foot was not deployed, needle deployment would not occur. Additionally, if the foot did deploy and the needle to cuff miss occurred as reported, then an interaction with anatomy is likely, as this is common to get multiple cuff misses under the same conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of occurrence updated

Event description:
Subsequent to the initially filed emdrs, additional information was received it was reported that this was an arteriotomy closure of the right common femoral artery using an 8f sheath relative to an abdominal aortic aneurysm (aaa) interventional procedure.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted using six proglide devices. Reportedly, the foot would not deploy and the needles would not connect to the cuffs. This occurred with all devices. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Date of event - estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.